Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: when tried to remove the device from the patient after firing, the anvil was detached. When the surgeon tried to remove the anvil, the colon was torn from anastomosis part to the proximal side and also the anterior side. The surgeon performed manual suturing to correct the tear. The tissue specimen was normal. No blood loss was reported.

Manufacturer narrative:
Initial report sent: 05/12/2008.